Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID , serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
Information was received from a healthcare professional via product surveillance registry regarding a patient receiving dilaudid (1.5 mg/ml at 0.3497 mg/day) and bupivacaine (30.0 mg/ml at 6.993 mg/day) via an implantable pump. The indication for use was malignant pain breast. On (B)(6) 2015, the patient presented for an unscheduled clinic visit with a pump pocket seroma; 306 ml of fluid was aspirated from the seroma and tetracycline was injected into the site to decrease the chance of reoccurrence. The patient was instructed to wear a binder/girdle to apply pressure to the site. The patient also reported nausea, vomiting, and edema. The clinical diagnosis was intrathecal medication side effects. The event was related to the drug hydromorphone and reprogramming was done; the pump dose was decreased by 14%. The severity of the medication side effects and seroma were noted to be mild. The outcome for both was reported as ongoing. Additional information was received from the healthcare professional via product surveillance registry on (B)(6) 2015 and it was reported that the medication side effects outcome was resolved without sequelae with a resolved date of (B)(6) 2015. It was also reported that on (B)(6) 2015 the patient presented to the clinic with a pump pocket seroma secondary to a csf (cerebrospinal fluid) leak; 216 ml of yellow fluid was aspirated from the seroma and tetracycline was injected into the site. On (B)(6) 2015, the patient was taken to surgery to replace the original connecting pin. On (B)(6) 2015, the patient reported a positional headache. On (B)(6) 2015, a surgical revision was done to replace the anchor; surgical observation found catheter anchor deployment malfunction. The operative notes stated the anchor was seen to have punched back on itself under deployment and this was the reason for the spinal leak with the spinal catheter moving in and out of the wound and anchor was deployed, but it also was seen to telescope back on itself under deployment. Using another anchor resolved the issue on (B)(6) 2015. On (B)(6) 2015, the catheter was spliced. The events resulted in in-patient hospitalization and unscheduled clinic visits. The severity of the events was noted to be mid. The event outcome was reported as resolved without sequelae with a resolved date of (B)(6) 2015.

Event description:
Additional information indicated that the event was related to surgery/anesthesia, and that the pump pocket seroma resolved without sequelae on (B)(6) 2015.